Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings of "303, 252, 277, 276, and 273 mg/dl" compared to another meter. The pt could not provide any numeric readings for the other meter. On (B) (6) 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt manages her diabetes with self adjusting insulin. During the callback, the pt stated that she took 14 units of humalog insulin per an unspecified lfs meter readings on (B) (6) 2010. The pt's blood glucose reading reportedly correlated with the way she was feeling at the time of concern. The pt could not recall the numeric value of her blood glucose reading. Later that day around the early afternoon time, the pt claimed that she went into "insulin shock" and was feeling "low blood glucose symptoms." The pt's husband called the paramedic. Upon arrival the pt obtained a blood glucose reading of "27 mg/dl" on the ems meter. No glucose reading was taken on the subject meter at the time of concern. The pt was taken to the hospital where she was treated with IV glucose for 3 hours in the ER. During troubleshooting, the customer care advocate noted that the reported readings were taken more than 30 mins of each other. This complaint is being reported because the pt claimed she went into "insulin shock" and received treatment for hypoglycemia after she took insulin per the lfs meter readings. Replacement products were sent to the pt.